Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing, which led to pacing inhibition. No intervention was made. The clinic will continue to monitor. The patient was stable.